Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible ventricular undersensing noted on electrogram following the patient receiving an appropriate shock. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.